Event description:
It was reported to boston scientific corporation that an advanix rx preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complainant, during the procedure, the pull wire was completely retracted, however the stent would not release. The pull wire was continued to be pulled in an attempt to release the stent and the inner black guide catheter broke. The detached guide catheter fragment remained within the stent inside the patient. The stent and guide catheter were retrieved using either a snare or biopsy forceps. It was also reported that the pull wire was bent. The procedure was completed with another advanix rx preloaded biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complainant, during the procedure, the pull wire was completely retracted, however the stent would not release. The pull wire was continued to be pulled in an attempt to release the stent and the inner black guide catheter broke. The detached guide catheter fragment remained within the stent inside the patient. The stent and guide catheter were retrieved using either a snare or biopsy forceps. It was also reported that the pull wire was bent. The procedure was completed with another advanix rx preloaded biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The delivery system was returned for evaluation. The stent component was not returned. Visual evaluation of the device revealed the suture to be intact and attached to the push catheter. The push catheter was torn at the proximal end with the pull wire protruding from the tear. The pull wire was found bent. The pull wire cap was detached and was not returned. The tip of the pull wire was bent indicating the pull wire cap had been attached. The pull wire cannula was found pulled inside the dual lumen in the catheter, tearing the lumen and exit ramp of the catheter. The guide catheter was found detached from the pull wire at the pull wire cannula assembly and was not returned. Remnants of the guide catheter were observed on the pull wire cannula. The broken guide catheter and tear in the push catheter indicate excessive force was exerted on the device during the attempted deployment. The cause of the damage noted to the device is likely related to procedural or anatomical factors encountered during the procedure such as tortuous anatomy, tight stricture, or maneuvering of the device. However the exact cause of the event could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted. A review of the device labeling and directions for use (dfu) was also performed and no anomalies were found.